Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified sensing issue and dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6.

Event description:
New information notes abnormal capture issue.